Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens returned in pieces which was unable to be evaluated. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -04.50. Device evaluated by manufacturer? No, device not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -04.50 diopter in patient's left eye (os) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed an exchanged for another icl, same model and diopter size. No adverse event was reported. Ucva was 20/20.